Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the isi clinical sales representative (csr) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the vessel sealer instrument wouldn¿t work while in the e-100. The csr elaborated that the vessel sealer works but has low energy while plugged into the e-100. Csr reported that the staff had switched the vessel sealer from the e-100 to the erbe generator, and the issue was resolved. Tse reviewed live logs, and no relevant errors were observed. Tse suggested power cycling the e-100 and trying again. The customer did not want to troubleshoot at that time. The customer went on with the case by using erbe system as the vessel sealer was working fine. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi received the e-100 unit involved with this complaint and completed the device evaluation. Failure analysis investigation indicated that the reported failure could not be replicated nor confirmed. During an in-house testing, the unit was installed into the test system, and it worked fine with synchro seal instrument installed. As reported, the synchroseal was used with a saline dipped gauze in the jaws and fire yell pedal/sync activations cut/seal approximately 100 times and e-100 worked fine without any issue. Visual inspection of the housing was performed, and no damage was found. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the vessel sealer extend (480422-01 / l10220621-0007) associated with this event has been performed. Per logs, the vessel sealer extend was last used on (B)(6)2022 on system (B)(4), with 0 lives remaining. A procedure log review was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022, console surgeon, and procedure name (colostomy closure). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date in is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue occurred during the procedure and there were ports placement at the time. The reported issue was not during initial system startup, the issue occurred intra operatively. The system functionality was checked up powering on and the esu initially powered on without errors. The customer stated that the esu did not have any energy or that there was no electricity, but when plugging into the regular erbe there was no issue and it was fine. The vessel sealer extent (vse) was inspected prior to use like normal and there was no damage or anything out of the ordinary noted. At the time that the issue occurred the surgical task that was being performed was sealing. The vse worked in the very beginning of the procedure and the issue was not initially seen. The customer did not remember hearing or seeing any errors. The customer did not remember if at the time of the event if there was an audible signal when the pedal was pressed. The customer did not remember what the target tissue was at the time of the issue. The customer mentioned that she did not think there was extreme tissue tension. The vessel was not greater than 7 mm in diameter and there was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The customer mentioned that there was tissue effect to an extent and it was sealing but took a very long time to be sealed. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The surgeon did not know what could have caused the vessel sealer issue. There was no unexpected additional bleeding experienced by the patient. The procedure was completed robotically with no patient injury or harm.